Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. The patient reported experiencing burning sensations in the urethra, back pain, tingling in the legs all night long, burning sensations in the lower abdomen, painful intercourse, pain in the legs when standing up and repeated urinary tract infections. No further information is available.